Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain, sciatic nerve injury, and non-malignant pain. It was reported that the patient¿s implantable neurostimulator is dead and he is unable to charge it. He was getting poor communication with the implantable neurostimulator recharger starting a couple of days prior to the report. The patient has difficulties keeping it charge. The implantable neurostimulator has been overdischarged two times in the past and remembered that he was told that he would need to have a replacement if it overdischarged for the third time. The last time that the patient was able to successfully charge the implantable neurostimulator was about a month prior to the report. The patient was redirected to their health care provider for further troubleshooting. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.